Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a 10mm x 60 mm wallflex¿ biliary rx stent was to be used to treat a 2-3 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician was having difficulty partially deploying the wallflex biliary stent and it was noted that the stent was longer than 60 mm labeled length. Consequently, the physician re-constrained the stent and removed it from the patient fully-constrained on the delivery catheter. The stent was measured with a ruler outside the patient. The procedure was completed with a 10mm x 40 mm wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
A wallflex biliary rx covered stent and delivery system was returned for analysis. Visual analysis found the stent fully mounted in the delivery system and no issues noted with the outer sheath and inner shaft. Functional analysis found the stent was able to deploy with no issues. The stent dimensions were measured and noted to be within specification. The complaint was that the user perceived the stent was wrong size. Since the returned device was found to be within specification, the investigation concluded that this complaint is associated with a product that meets specification; however, the user is dissatisfied with the function, performance, or appearance of the product. The most probable root cause classification is user preference issue. A labeling review was performed and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a 10mm x 60 mm wallflex biliary rx stent was to be used to treat a 2-3 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician was having difficulty partially deploying the wallflex biliary stent and it was noted that the stent was longer than 60 mm labeled length. Consequently, the physician re-constrained the stent and removed it from the patient fully-constrained on the delivery catheter. The stent was measured with a ruler outside the patient .the procedure was completed with a 10mm x 40 mm wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.